Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was foreign matter found on the cannula."

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was foreign matter on device cannula/needle or any fluid path component. The following information was provided by the initial reporter. The customer stated: "when opening the package, there was foreign matter found on the cannula."

Manufacturer narrative:
H6: investigation summary: bd received one physical samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter on cannula and needle point integrity with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to assembly related, the root cause of the hooked/bent IV cannula point would be an IV shield hitting the point as a result of the IV shielder machine¿s front guide plate being out of alignment. The root cause of the foreign matter on the IV cannula is particles of the hub material coming from build-up of hub material occurring as a result of the hubs rubbing up against the rail plate before the IV shielder machine. The particles of the hub material were then transferred onto the IV cannula and the lubrication on the cannula allowed these particles to adhere to the cannula throughout the rest of the assembly process. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended.